Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose went down to 40 mg/dl. He was treated at home with food and glucose tablets. Troubleshooting for low blood glucose was declined. Nothing further reported.